Manufacturer narrative:
The complaint mr290 autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 humidification chamber feedset was leaking water from the connection to the chamber dome. This was found prior to patient use.